Event description:
Patient was implanted with the penta surgical lead on (B)(6) 2011. On (B)(6) 2011, it was reported that the patient had been feeling stimulation down his legs but the patient would like to receive stimulation affects on the posterior dorsal area. Patient has been scheduled for reprogramming the parameter values. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.